Manufacturer narrative:
A ge service representative performed an on site investigation. The bios battery was replaced and the bios was configured during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently not boot up. No pt injury was reported.